Event description:
It was reported that prior to the start of a da vinci-assisted colectomy procedure, three different endoscopes were not recognized by the system. Multiple endoscope flash data errors were found in the system logs. The customer cleaned the endoscopic controller's (ec) contact pins and the connection on the endoscope(s). All connections were cleaned, but the issue returned. The customer checked all of the endoscopic and processor connections. All connections were found to be good. A new endoscope was installed, but there was no change. The procedure was aborted so that an alternative surgical option could be used. It is unclear if ports were already placed on the patient when the customer elected to abort the procedure.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on site and replaced the endoscopic controller (ec). The fse tested a 0-degree endoscope and was not able to get it work with the system. The fse replaced the ec and program. After replacing the ec, the fse used the same 0-degree endoscope and was able to get a video. The system was tested and verified as ready for use. Isi received the ec involved with this complaint to perform failure analysis. The ec was analyzed and found to have no failures. Upon a visual inspection, no issues were found that would be related to the reported failure. Log review showed related errors that were confirmed to have occurred in the field. The unit was installed and tested into an in-house system where the component functioned as expected. The unit was installed into a test system and came up with no errors. There was good video on both eyes and with no issue. The ec is worked normal.